Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported sound intermittencies when pressure was applied to the audio processor which had been recently refurbished. There was no health related issue. During a follow-up appointment in situ testing determined that the device was functioning but the fmt coupling was not sufficient. Revision surgery to fix the fmt placement was conducted. A follow-up appointment to activate the device will take place.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: the device investigation revealed no failure or damage of the implant that is supposed to have been present whilst implanted. As per patient report, the problems of perception were most likely caused by suboptimal coupling of the fmt to the long process of the incus. The fmt of the new device was also placed on the lp of the incus and secured with cement due to atrophy of the incus itself, possibly due to the long use of the device. With the new device satisfactory performance was achieved. This is a final report.

Event description:
The patient reported sound intermittencies when pressure is applied to the audio processor which has been refurbished. During a fitting session in (B)(6) 2016 there were no problems reported with either the audio processor or the implant itself. There was no health related issues reported that may be contributing to this disruption in sound. Revision surgery to fix the fmt placement was conducted on (B)(6) 2016. As per additional information, during a second follow-up appointment it was determined that the fmt seemed to be placed well; however, the intermittency was worse. Therefore, patient has been re-implanted on (B)(6) 2016. Note: this device was manufactured by symphonix devices inc. Vibrant med-el took over the symphonix assets. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced devices.